Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot 50; boston pta graphic. Guide cath: terumo 5 f 25 cm long. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned without blood visible. There was contrast in the balloon. The balloon was loosely folded, consistent with the reported inflation attempts. There was no damage noted to the balloon catheter. The yellow protective sheath was returned on the balloon and the stylet was returned advanced through the tip and guide wire lumen. During functional testing, the reported leak was confirmed. An indeflator, filled with water, was used in an attempt to pressurize the balloon to the rated burst pressure (rbp) but fluid was observed leaking through the guide wire port of the hub. After the tip was plugged with a pin gauge and the indeflator attached to the guide wire port of the hub, the catheter was pressurized with water and immediately fluid was observed leaking through the glue in the hub up through the inflation port. The balloon was able to be inflated to rbp with no damage noted, while the tip and guide wire port were plugged. There was no other damage noted to the balloon catheter. Potential factors that could cause this type of leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen or insufficient adhesive at the inflation lumen/sidearm junction. To ensure this type of damage is not manufacturing related, all balloon dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality issue. In this case, the lesion was described as heavily calcified and totally occluded, which likely contributed to the reported resistance crossing the lesion site. Based on the reported information and analysis of the returned product, it is possible that an insufficient adhesive bond between the inflation lumen and the sidearm contributed to the leak. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot.

Event description:
It was reported that the lesion was located in the distal anterior tibia with heavy calcification and totally occluded. The armada balloon was able to be advanced and removed over the guide wire without issue. Resistance was noted with the lesion while the balloon was passing through the lesion. The armada balloon was inflated at nominal pressure, but it was observed that the balloon was losing pressure. A leak was observed by the guide wire exit notch. The physician felt that there was a breach between the inflation lumen and the guidewire lumen. The balloon was removed from the anatomy and another armada 14 of the same size and lot was used to complete the procedure without issue. No adverse patient effects were reported. No additional information was provided.